Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, episodes of non-sustained right ventricular oversensing due to noise were noted on the right ventricular lead. Lead revision is anticipated and the patient was stable with no consequences.